Event description:
It was reported that stent damage occurred. The 2.5 x 16 mm, eccentric de novo 80% stenosed target lesion was located in a mildly tortuous and non calcified left anterior descending (lad) artery. Predilatation was performed with an unspecified balloon catheter. During preparation, a 16 x 2.50mm taxus liberté was selected to treat the lesion but the physician noticed the stent body was lifted. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found the stent was damaged. The stent struts at the proximal end of the stent were bunched and distorted. The balloon cone's profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink on the shaft 25mm proximal from the mid-shaft bond. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 2.5 x 16 mm, eccentric de novo 80% stenosed target lesion was located in a mildly tortuous and non calcified left anterior descending (lad) artery. Predilatation was performed with an unspecified balloon catheter. During preparation, a 16 x 2.50mm taxus¿ liberté¿ was selected to treat the lesion but the physician noticed the stent body was lifted. The procedure was completed with another of the same device.